Event description:
A physician assistant reported that during the intraocular lens implantation, the trailing haptic was torn. The lens was remained implanted. Additional information has been requested and received stated that crack lens was noted at lens haptic leg and temporal leg is firmly attached and the tear was noticed during implantation. No further information available. There are 7 medical device reports associated. This report is 2 of 7.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).